Event description:
The customer received a blood glucose reading between 400-500mg/dl on the breeze2 meter. The lab result was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer could not provide the strip information but was advised to return them for evaluation.replacement test strips were sent to the customer.